Event description:
The patient was seen during a regular visit for chronic leukemia and was found to have a gradient of +70 mmhg. At explant, the valve's leaflets and wall were calcified but more so in the leaflets. A leaflet "rupture" and dehiscence were noted at the commisure between the right and left coronary leaftlet. "Jagged" calcification was present throughout all three leaflets and the commisure posts. The valve was removed and sent for cultures. A 23mm carbomedics mitroflow valve was then implanted. Only fragments of the valve will be returned for analysis. It was also reported the patient had possible endocarditis in 2002 that was resolved. The patient also received thalidomide approximately two years ago for leukemia.